Manufacturer narrative:
Siemens has completed the investigation. The d16 caused the system to smoke and no longer operate. D16 is the overvoltage protector diode, which blows if the voltage applied to the instrument is too high. D16 failed when incorrect power was connected to the device, either through plugging in the wrong power supply (clinitek status uses a common barrel connector) or using 3.5v rechargeable batteries. The device specifies using common 1.5v aa batteries. The customer stated that they are fully operational with a new instrument.

Event description:
The customer reported that once the clinitek status+ was plugged in and powered on, it started to smoke from the area of the printer. There is no report of injury due to this event.